Event description:
During an electrophysiology procedure, device would not pace or sense. The pacing elelctrode was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.